Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had the ins explanted and the tissue around the old device was brittle and there were visible white spots around the unit. No environmental/external or patient factors may have led or contributed to the issue. No diagnostics/trouble shooting was performed. It was reported that the physician removed the tissue in question. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.